Event description:
It was reported that a device did not recognize a closed door. It was also reported that there was no patient involvement at the time of the event.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.